Event description:
Customer reportedly received results of 168 mg/dl on the advantage system and 27 mg/dl on a professional method within 10 minutes. The customer did not provide the location where the discrepant results were obtained. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549407, expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.